Manufacturer narrative:
Age at time of event: 18 years or older. The device was returned for analysis. The control unit, motor housing and working length and tip/tip housing were microscopically examined. A big piece of fm (foreign material) was received attached to the tip of the device. An attempt to remove the fm was to visually check the tip; however, some of the fm was wrapped around the drive shaft next to the tip and could not be removed. The coil part of the distal tip was damaged. Functional testing was attempted; however, the control unit would not turn on. The control unit was opened and the battery was replaced. The device turned on and the normal audible noise was heard, meanwhile the device vibrated and the burr tip rotated with no issues. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 01-jun-2017. It was reported that the tip did not rotate. The totally occluded target lesion was located at the moderately tortuous and severely calcified superficial femoral artery. A truepath¿ cto device was selected for use to facilitate an endovascular treatment. When function check was performed, it was noted that the tip part did not rotate. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed a big piece of fm (foreign material) was attached to the tip of the device.